Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The mother of the customer was requesting a loaner insulin pump for her son. The mother of the customer reported that the son was having complications with his high blood glucose levels. The mother of the customer reported needing the loaner insulin pump until her insurance kicks in next year. The phone call was disconnected. No additional information was provided.